Event description:
A patient with a history of ventricular tachycardia and near syncope was taken to the cath lab for a cardiac electrophysiology study for ablation of ventricular tachycardia. It was determined after the procedure was successful, that the patient was not grounded yet the equipment still operated. The company was made aware and a new machine was sent to the hospital. Biomed is testing the equipment.